Event description:
Item: stapler eendoscp intlmn int detach hdd ccir pl anvil 29mm item used (B)(6) 2018, item recalled (B)(6) 2019. Unk to surgeon that the pt presented to an ed on (B)(6) 2018 with complications likely related to item. (B)(4).